Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose was 342 mg/dl. Reportedly, the customer was ultimately able to clear the alarm. Customer reverted to manual injection for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. A different issue was verified in the pump logs; however, no failure was identified.